Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d8. Correction to g3 of the initial medwatch. The aware date should be 03-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, the cause is presumed to be as follows it is presumed that the cause was that the user connected the video connector of the endoscope to the subject device before the electrical contacts were sufficiently dried. It is presumed that due to corrosion and dirt on the contacts of the video connector, stable connection with the endoscope could not be made, causing a malfunction. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. There was no report of patient injury associated with the event.